Event description:
Customer reported one aptima sars-cov-2 assay run, wl (B)(4) using assay lot 330781 on panther instrument sn (B)(4) had 1 questioning (since two different aliquots were tested and therefore aren t comparable) sample compared to a previous run, wl (B)(4). Physician and patient questioned the initial positive result due to no symptoms which is why the customer performed the sample retest. Hologic informed the customer that different aliquots of sample are not comparable due to the introduction of other variables. The information provided by the customer was insufficient to definitively characterize the sample as a confirmed false result. Customer confirmed the initial positive result was reported out and was subsequently amended after the retest. Customer was unable to confirm if treatment was provided to the patient. There were no associated adverse events.

Event description:
See section h11.

Manufacturer narrative:
Section b5: stated "follow-up report. See section h10." When it should have referenced section h11.

Event description:
Follow-up report. See section h10.

Manufacturer narrative:
The following is a resubmission that was initially submitted (MDR 2024800-2023-00010) on 04/05/2023 by hologic. Hologic reviewed both worklists and noted no hardware or reagent preparation issues that could have contributed to the questioning result. The sample could have been contaminated during collection/handling. Hologic performed a risk assessment and noted the severity of a false positive result is assessed as serious (3). The probability of occurrence of harm due to this issue is assessed as improbable (1) with justifications listed in the risk assessment. Therefore, the residual risk is broadly acceptable. Quality performed the MDR assessment: malfunction. No further issues were reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.